Event description:
The patient presented with persistent noise on the bipole channel that terminates as device charging begins. Diagnostics revealed several aborted therapies since november 2001. The decision was made to explant the device.